Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the ampoule. When the package was opened, leakage was found and the product was not used. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
There are three previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units of this product. There are no units in stock in b. Braun surgical's warehouse. We have received an open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and a crack at the base of the neck of the ampoule that corresponds to the injection point as can be seen in the enclosed picture. Reviewed the batch manufacturing records, no deviations have been found. Taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. We have opened a corrective and preventive action ak201485274 in order to determine the root cause of this defect and actions.